Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing several inappropriate mode switches due to p-wave oversensing. The patient was brought into the clinic, and programming change was made to successfully resolve the issue. The patient will be followed normally.